Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. It was reported that the device will be explanted in the next 10 days and further information will be given by the field representative about the status of the device. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded at the facility and will not be returned.

Manufacturer narrative:
A device replacement was planned. This investigation will be updated should further information be provided.